Event description:
The customer contacted baxter's service center regarding a low drain volume alarm; which occurred on the homechoice (hc) during use, during drain 2. The technical service representative (tsr) assisted the customer with troubleshooting. After troubleshooting the care giver (cg) noticed there was air within the patient line. The technical service representative (tsr) recommended that they call their registered nurse (rn), but the cg did not want too. The cg chose to end therapy. Baxter product surveillance was contacted by the care giver (cg) on (B)(6) 2011 regarding reported problem. The cg stated that they just ended therapy for that evening. The cg stated that the patient did a manual exchange during the day, and then continued on the machine as normal later that evening. The cg stated that they did not have any problems the next evening and everything went smoothly. The cg stated they did not notice anything different with the supplies that could have caused this alarm. The cg stated they did mention this to the patient nurse and everything is fine. They stated the patents therapy overall has been going very well. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a low drain volume alarm during the drain 2 stage. The care giver reported to seeing air in the patient line. The care giver is unaware of how the air got into the patient line. Therefore, the complaint was confirmed based on the caregivers' observation of air in the patient line and the assignable cause was determined to be air in patient line, because air in the patient line can cause a low drain volume alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.